Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient called in because he wanted to turn stim off due to symptoms. The patient asked if the device could cause sleeplessness, restlessness and trouble w/ eye because he hasn't gotten a good night sleep in months, since (B)(6) 2018. Patient said his eyes are burning which he thinks is because he isn't sleeping. Patient services reviewed some things the device might cause would be a stim sensation in leg or toe curling if stim is too high, patient said he has experienced that in the past, but he is not experiencing it now. Patient said the device sits right above his sciatic nerve which is causing pain at the implant site when he lays or sleeps on it. Patient services walked patient through how to turn stim off and the patient was able to turn stim off during the call. The patient did not have a doctor to manage their device, and a listing was sent. No further complications were reported or are anticipated.

Manufacturer narrative:
Additional complaint regarding old device filed in regulatory report - 3004209178-2016-10251. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was clarified that the symptom of pain at implant site because device sits right above the sciatic nerve has been since (B)(6) 2018. The timeframe for the stim sensation in leg or toe curling if stim is too high was unknown. Patient said he is not sure the device is working that well; said the device never really worked. Patient said he has severe incontinence, leakage and frequency and has to wear a diaper. No further complications were reported or are anticipated.